Event description:
Customer stated they received a blood glucose result of 408mg/dl and went to the hospital based on the result. At the hospital an hour later the customer was tested and the result was 52mg/dl. No treatment was received at the hospital. Glucose controls were expired. A request was made for the return of the suspect device and replacement product was sent.